Event description:
It was reported that the pt was not having a spasticity reduction despite increased "intrathecal doses, bolus test, etc". A dye study was attempted; however, the catheter was not able to be cleared. The pt was taken to the operating room on (B)(6) 2011. The pt's pump and pump connector were replaced; and the catheter was explored. The dose was lowered, and the pt was noted as "doing ok today". A follow-up visit was scheduled for (B)(6) 2011. The drug delivered was lioresal, 450 mcg/day. Following the pt's physician visit, the pt was noted as doing fine. No catheter issues were found. It was later reported that the pt was never having therapeutic effect; two weeks post-operation. A volume discrepancy was noted, in which the actual residual volume was found to be greater than the expected residual volume. Specific volumes were not reported. Pump logs were checked, and the pump appeared to be functioning properly. Lioresal dose rate: "current" as being 480, and "new" as being "minimum rate mode". Add'l info will be provided in a follow up report, as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this repot. A follow-up report will be sent when analysis is completed.